Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-08768. Reference MFR report: 1627487-2012-08769. Reference MFR report: 1627487-2012-08770. It was reported that the surgical wound in the pt's back was opened and the anchor was visible. The physician suggested the pt's diabetes and associated diminished healing response were the possible cause of the issue. The entire system was explanted. The facility retained the devices. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.